Event description:
Ent surgeon was using a crabtree instrument to scrape some bone around the tympanic membrane and the tip of the crabtree broke off. The crabtree is not designed to scrape bone and we likely contributed to the malfunction of the device by using it for an unintended purpose.